Manufacturer narrative:
Complaint is not confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported test doesn't start after sample applied. There was no report of death, serious injury or mistreatment.